Event description:
It was reported that the ilet system displayed ¿dosing stops soon¿ because the libre 3 plus sensor had been paired to the libre mobile app rather than the ilet app, which prevented glucose data from populating on the pump. Symptoms included no adverse clinical effects. Outcomes included continued therapy after successful sensor reactivation and no change in blood glucose levels. Investigation included guided troubleshooting and patient education, including scanning the replacement libre 3 plus with the ilet app and removing the libre app from the phone. Investigation of this case revealed that the sensor was in use by another device, resulting in loss of data to the ilet until a new sensor was activated in the correct app and completed warmup. It was concluded, based on similar reports, that user pairing of the sensor to a non-ilet application caused the event and that education on proper app pairing resolves the issue.